Event description:
It was reported that the pump "stopped working since it was over 5 years old", and that the ''catheter stopped working.'' The pump and catheter were replaced. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot # j11316r38, implanted: (B)(4) 2002, explanted: (B)(6) 2012, product type catheter.

Manufacturer narrative:
(B)(4).